Manufacturer narrative:
Block h1 (no. Of events (noe) summarized): in the initial report, the xml file shows the summary report and 123 events were included. However, this was inadvertently included due to a system error in the xml file, as it was not visible in the pdf copy. This field should be left blank.

Manufacturer narrative:
Block h6: added code 4625 (additional surgery). Component codes intentionally left blank. No device malfunction was reported during the index procedure.

Manufacturer narrative:
The patient's ethnicity and race are unknown. This information was not available from the facility. The patient required revascularization of the target lesion. This is being reported as part of the clinical study. Block b5: cross reference MFR report numbers: 3009784280-2021-00040, 3009784280-2021-00041, 3009784280-2021-00042, 3009784280-2021-00043. Report source: foreign- (B)(6) / study name: btk pm- patient ID (B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical study. During the index procedure, the product worked as intended and the device was discarded, thus no product evaluation was performed. Although the cause of restenosis is unrelated to the study device, restenosis is listed in the IFU as a potential complications/ adverse events. In addition, the health effect impact code (heic) field was intentionally left blank. A supplemental MDR to follow upon availability to enter code: (B)(4) (additional surgery).

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2020, 4 stellarex catheters were used to treat the target lesion of the left proximal distal anterior tibial and proximal peroneal. Approximately 17 days post index procedure, the patient experienced reocclusion. A successful revascularization of the target lesion was performed on (B)(6) 2021. The physician indicated this is not related to the study device or procedure.